Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = clear, the pump was returned for a cosmetic damage at the back side and lcd screen found on (B)(6) 2021. Pump was received with a cracked battery tube threads. Unable to perform the displacement test and self test due to missing segment/partial display. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a pillowing keypad overlay. Pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display noted. The pump was able to navigate and continued testing. The pump passed the self test and no missing segments/partial display noted. In conclusion, the pump had a missing segments/partial display due to a cracked and bleeding lcd glass. Cosmetic damage was confirmed at the back side of the pump. A cracked retainer was confirmed. A missing segment/partial display was confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back side of the insulin pump. The damage to the lcd screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.